Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring power error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer reported insulin pump had not been exposed to temperatures. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.